Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter for radiofrequency ablation procedure of the great saphenous vein (gsv) with the use of tumescent infiltration under local anesthesia. Device IFU was followed. It was reported that the procedure proceeded as normal and the vein closed as expected. After removing the catheter, the physician noted that the coil had unraveled slightly. It was confirmed by ultrasound that nothing was left in the patient.

Manufacturer narrative:
Device evaluation summary: the closurefast device from a different lot number was received for analysis. The box received for analysis had the correct lot number, (553705x), but the product in the box was from a different lot, (553442x). The catheter, (lot 553442x) was examined: visual inspection of the catheter revealed no abnormalities or deformities. Visual inspection of the coil/heating element reveal no deformities. The returned catheter passed the continuity and resistance functional testing. It also passed the functional testing on rfg2 and rfg3 generators. The customer reported event of a coil damage was not confirmed. If information is provided in the future, a supplemental report will be issued.